Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed service orders that were reclassified as complaints; discovered as part of a retrospective remediation review.

Event description:
The customer reported that the monitor did not display correctly. The device was not in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.